Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: intra operative device failure laparoscopic hernia distention balloon broke into 2 parts inside patient while distending space. Places retrieved laparoscopically. No patient injury was reported.